Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 1.7, lab: 11.7. Date: (B) (6) 2009, inratio: >7.5, lab: ng.

Manufacturer narrative:
Investigation pending.